Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing posterior stabilized (ps) left 12 mm height cat: 42512400712 lot: 62590701, natural tibia trabecular metal two-peg porous fixed bearing left size f cat: 42530007501 lot: 62500433, all poly patella cemented 41 mm diameter cat: 42540000041 lot: 62455998. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02304, 0001822565-2018-02305, 0001822565-2018-02306, 0002648920-2018-00335. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient has unknown allegations. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, the patient was revised due to unknown reasons. No additional information is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This product has been reported under the incorrect MFR#. This product is now being reported under (B)(4).